Event description:
It was reported that during the procedure in the distal circumflex artery, pre-dilatation was performed twice to 15 atmospheres using a 2.5x12 nc trek balloon followed by deployment of a xience v stent. The same 2.5x12 nc trek dilatation catheter was advanced for post-dilatation; however, the mid segment of the shaft kinked. No force was applied prior to the shaft kink. The catheter was withdrawn from the anatomy with resistance. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) evaluation summary: the device was returned for evaluation. The reported kinked shaft was confirmed. The difficulty to remove the catheter could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.